Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from france stating that the m525 f20 turned off during surgery. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
This is a final report. The biomedical engineer at the user facility informed us that or staff reported power outages that caused the device to shut down. The biomedical engineer himself was not able to reproduce the described malfunction and therefore requested maintenance on the affected m525 f20. The leica microsystems field service engineer was on site, checked the system and performed maintenance according to the checklist. No problem was found that could explain the reported shut down. No part was replaced, therefore no material was returned for investigation. The likely cause of the system shut down is suspected to be a deterioration in the performance of the electronic components in a nearly 12-year-old device. Therefore, the defect can be considered a component failure due to wear and tear. The device is beyond the expected lifetime of 8 years. A review of the manufacturing instructions and the service history records did not reveal any problems that could explain the complaint. A review of the complaint statistic showed that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. After servicing, the m525 f20 operates as per specification.